Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) exhibited high thresholds and was replaced with a transvenous system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the leadless implantable pulse generator (ipg) failed twenty days after implant. The device was explanted. No patient complications have been reported as a result of this event.